Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device code - unknown, PMA/510(k) number ¿ unknown, manufacture date ¿ unknown. Product location unknown.

Event description:
It was reported the patient enrolled in a clinical study and underwent a partial knee arthroplasty on (B)(6) 2015. Subsequently, an irrigation and debridement procedure was performed on (B)(6) 2015 due to infection. The polyethylene bearing was removed and replaced.